Event description:
It was reported by the customer that the charge pak, low power and service icons were displayed. The customer also reported that the device would power on, but then it would lock up and could not be powered off. There was no report of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be due to a failure of integrated circuit, designator u4, on the digital pcb assembly. The customer received a replacement device.